Event description:
It was reported by service report that the technician found a cracked fowler weldment by the cylinder housing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler weldment.